Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during push and pull of instruments, when the trocar was inserted into the abdomen, the obturator keeps on getting stuck during taking it out of the cannula. Instruments as well are getting stuck every time the surgeon was taking them in and out of the cannula. No patient injury.